Manufacturer narrative:
Event date: approximated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) developed an infection of unknown etiology, in the scrotal area, leading to a surgical procedure. Symptoms started approximately a month before the explant was performed. During the surgery, the entire ipp was removed and the patient was treated with antibiotics. No additional patient complications were reported. Approximately five months later, the patient underwent a tactra malleable prosthesis implant surgery.